Manufacturer narrative:
Insulin pump received with constant failed battery test alarm due to corroded battery tube. Insulin pump was unable to verify unexpected bolus or basal deliveries and perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to constant failed battery test alarm. No unexpected buzzing tone during testing. Insulin pump also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked reservoir tube.

Event description:
It was reported that the customer was hospitalized with blood glucose of 35 mg/dl. After the customer changed the set out with her insulin pump, she stated she thought she completed the process, felt the insulin pump buzz, and saw that it said finish loading. When she disconnected, she saw that insulin was squirting out into her hand, her blood glucose started dropping, and the emergency room believed the insulin pump delivered 25 to 50 units in error. Customer was treated with dextrose at the hospital. Troubleshooting was performed. Customer was reportedly disconnected during rewind and priming. Insulin pump passed the displacement test. Customer advised to revert to back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.